Event description:
It was reported that a beta bionics ilet user received alert 38, motor stall. This has been an issue for 7 hours. The user changed supplies 5 times, cleared the occlusion, and upon dispensing, the alert 38 returns stating to restart the device. A replacement was sent to the end-user.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.